Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced recurring cannula insertion issues. Insulin leakage was observed at the insertion site, indicating a potential incomplete cannula insertion. Multiple incidents were reported, including episodes of elevated blood glucose levels. In response, the patient replaced the infusion sets and resumed insulin delivery. There was patient involvement; however, no harm or adverse outcome was reported.